Event description:
During the ercp procedure, the physician used a cook endoscopy tracer hybrid wire guide. A plastic tip ercp cathter was used with the wire guide. During the procedure, the coating of the wire guide seperated, but now portion of the coating detached in the patient. An injury to the patient was not reported.